Event description:
The customer reported receiving a total of 3 false positive results while using consult hcg dipstick tests on 3 patients. The customer reported the third patient presented for a l-spine x-ray procedure due to back pain. The patient provided a fresh urine sample that was dipped for 5 seconds. The results were read at 3 minutes and a false positive hcg result was observed. As a result of the positive hcg result, the procedure was not performed, and the patient was provided "supportive over-the-counter medicines (tylenol every 4-6 hours/ibuprofen every 6-8 hours)" for the back pain. The customer reported the patient was stable. See MDR 2027969-2024-00177 and 2027969-2024-00178 for the first and second patients.

Manufacturer narrative:
Current investigation findings: retained devices from the reported lot number were tested with hcg-negative clinical urine and low hcg (3miu/ml) concentration samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnosis pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
D9 - date returned to mfg: was updated from blank to 10/28/2024. Retained and returned devices from the reported lot number were tested with hcg-negative clinical urine and low hcg (3miu/ml) concentration samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnosis pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a total of 3 false positive results while using consult hcg dipstick tests on 3 patients. The customer reported the third patient presented for a l-spine x-ray procedure due to back pain. The patient provided a fresh urine sample that was dipped for 5 seconds. The results were read at 3 minutes and a false positive hcg result was observed. As a result of the positive hcg result, the procedure was not performed, and the patient was provided "supportive over-the-counter medicines (tylenol every 4-6 hours/ibuprofen every 6-8 hours)" for the back pain. The customer reported the patient was stable. See MDR 2027969-2024-00177 and 2027969-2024-00178 for the first and second patients.